Manufacturer narrative:
(B)(4). The customer confirmed that the device has been retired and taken out of service. The unit will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
It was reported by the customer that the device was displaying a service indicator and had logged a potentially critical fault code. There was no patient use associated with the reported failure.